Event description:
It was reported that days after this pacemaker was implanted, the patient presented to the emergency room for symptomatic pauses. A device check was performed, and the physician suspect that the pacemaker did not stimulate correctly when necessary. Attempts were made to increase the output of the ventricular lead to the maximum, but the similar episodes occurred. Subsequently, this pacemaker was explanted and replaced, and the issue was resolved. No additional adverse patient effects were reported. This device will return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that days after this pacemaker was implanted, the patient presented to the emergency room for symptomatic pauses. A device check was performed, and the physician suspect that the pacemaker did not stimulate correctly when necessary. Attempts were made to increase the output of the ventricular lead to the maximum, but the similar episodes occurred. Subsequently, this pacemaker was explanted and replaced and the issue was resolved. No additional adverse patient effects were reported. This device will return for analysis.